Event description:
On 09/29/2009, the pt reported that last month her insulin infusion headset and tubing came apart 2 different times which resulted in elevated blood glucose readings up to 300-400 mg/dl range. She said she heard the "click" both times but the sets later became disconnected. She said, she changed her infusion headset and bolused to correct her blood glucose. She stated she threw away the infusion sets. Replacement infusion sets were sent. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.